Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and it was noted that the septum was very thick throughout. A watchman single curve access system (was) was inserted to the left side of the heart and pigtail catheter was inserted. There was an attempt to find the appendage unsuccessfully and the physician switched to a double curve was. After the exchange, the sheath and the pigtail were advanced into the appendage and an angiography was taken. Immediately after the angiography, the patients pressure noticeably dropped. A transesophageal echocardiography (tee) of the heart was performed and a small effusion was noted in the pericardium. The physician removed the sheath and catheter out of the body and the effusion increased to 1cm. A pericardiocentesis was performed and after 45 minutes, the patient was transferred to have surgery. The surgeon noted a small tear in the right atrium to inferior vena cava (ivc) junction and the right ventricle. The physician believed the tears were not from the was. The procedure was aborted and the patient remained stable and has since been discharged.